Manufacturer narrative:
H3, h6: the system was serviced in the field and hardware parts were replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c0201, d02 the camera, product ID: 9735821 ln: p900913, was returned for analysis and analysis found that the complaint was confirmed. The psu had many scratches and nicks on the housing and lens. The event log showed that there was intermittent firmware incompatibility dating back to july of 2018. There was a battery low voltage message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .527 mm with a passing threshold of .25 mm. The failure mechanism was noted to be low battery voltage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was displaying a localizer error. There was no reported impact to patient outcome and no reported delay. The representative confirmed the localizer faulted message was occurring  while in optical procedure. When looking at the ndi toolbox the following error messages were seen.  -bump detector battery fault. Bump detected. Storage temperature exceeded. The logs show that these three things happened at the same time. Erroneous bump failure.